Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed. The analysis of the device memory indicated the battery impedance value was beyond the expected upper range and found the eri (elective replacement indicator) was the result of high internal battery resistance. Elective replacement indicator (eri) due to high battery impedance was recorded on 23-jun-2015, prior to explant. Ramware version 3 was installed on 01-apr-2011. High battery impedance leading to eri. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.